Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that their blood glucose readings have been extremely high. Customer stated that in the afternoon her blood glucose readings were 497 mg/dl and three hours later they were 377 mg/dl despite insulin. Customer mentioned receiving a calibration error. No further information reported.